Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 12/05/2014 with the following findings: during testing, the display was found to be dim, faded, and discolored. Additionally, evaluation revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. The keypad cover was intact; no damage was observed. The keypad cover was removed and contamination was found under all key contacts. Unrelated to the complaint, evaluation revealed that the clip insert on the back of the pump was damaged/broken. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4)

Event description:
The pump was returned for investigation. Investigation revealed that the display was dim, faded, and discolored. Investigation also revealed that the up arrow, down arrow, and contrast keypad buttons were intermittently unresponsive. Additionally, investigation revealed that there was contamination under all keypad buttons. There is no adverse event associated with this complaint. This report is made based on results of investigation completed on 12/05/2014.